Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent total hip arthroplasty in 1995. Subsequently, the patient was being considered for revision due to unknown reasons.